Event description:
It was reported by the patient that they were experiencing multiple cartridge read errors necessitating changes to allow insulin delivery. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting assistance.